Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0 x 80, 135cm charger balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed successfully. There were no patient complications nor injuries reported.